Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is torn/split-cut, cracked/fractured and scratched/marked-rejectable. A used iii (d) cartridge was returned in the carton with the iol. There does not appear to be adequate viscoelastic in the cartridge. The cartridge had evidence it was placed into a handpiece. Typical stress observed. The file states the use of "j&j cartridge and injector", which is not qualified to be used with associated iol. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Inadequate amount of ovd observed in the returned d cartridge. If inadequate amount of viscoelastic is used, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause damage. Customer also stated the use of non-qualified injector. The use of non-qualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was damaged. There was contact with the patient but no reported patient impact. The procedure was completed the same day with a backup device. Additional information was requested.